Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the onsite evaluation by an abbott representative. A specific cause for the reported right ventricular (rv) failure and subsequent patient outcome could not conclusively be determined through this investigation. The customer requested a low flow software upgrade to reduce the patients low flow limit from 2.5lpm to 2.0lpm. The primary and backup controllers, (B)(4), were upgraded to the low flow 2.0 software on (B)(6) 2021. The account reported that the patient was having frequent low flow alarms and that they were hypertensive as they down-titrated midodrine. The low flow software upgrade resolved the alarms. The patient expired on (B)(6) 2021 in hospice due to rv failure. The death was not device related, and the pump operated as expected. No product was returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure and hypertension as adverse events that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient who is nearing end of life with right ventricle (rv) failure and having frequent low flow alarms. Patient is currently hypertensive and treated with down-titrate midodrine. Patient's controller were upgraded on (B)(6) 2021. According to the site, the right ventricular failure did not exist pre lvad implant. There was no device related issue cause/contribute to right ventricular failure. The software upgrade resolved the alarms. Patient was deceased on (B)(6) 2021 in hospice. The cause of death was rv failure. The death was \ not considered to be device related. The device operated as expected. The device wont be returning.